Event description:
The surgeon was implanting an ulna plate for a midshaft forearm fracture. The last screw (of six) broke during insertion. The plate and six screws were removed and replaced with an 8 hole plate and screws. The broken screw was left implanted. Surgery was prolonged by 30 minutes due to this event.